Event description:
Caller reported a tandem mobi cartridge alarm, which suggested a malfunction with the device. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, provided instructions for using the replacement, and guided the customer on returning the faulty pump. The customer acknowledged all instructions and planned to continue using their current pump for backup therapy.